Event description:
It was reported that during a system check performed by the customer's biomedical engineer, the battery in slot #1 for the cardiosave intra-aortic balloon pump (iabp) would not charge and the iabp unit is displaying an "x". There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
At this time, the customer has not requested for getinge to evaluate the iabp unit involved in this event. A supplemental report will be submitted if additional information is provided. The full name is (B)(6).

Event description:
It was reported that during a system check performed by the customer's biomedical engineer, the battery in slot #1 for the cardiosave intra-aortic balloon pump (iabp) would not charge, and the iabp unit is displaying an "x". There was no patient involvement, and no adverse event reported.